Event description:
The customer contacted stryker regarding preventive maintenance of their device. During evaluation stryker observed that the device would not power on and that the main keypad was unresponsive. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing the main keypad and completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.